Event description:
On (B)(6) 2012, the reporter contacted lifescan (B)(4), alleging inaccurate results with the onetouch verio iq meter when compared against another device. The patient did not provide results obtained with the subject meter or the other device. The alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the alleged inaccuracy remained unresolved.